Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. At the time of the inaccuracy on (B)(6) 2026, the patient had a seizure. No other symptoms or details leading up to the event were provided. No bg fs values were provided as a comparison. The reporter stated the cgm value displayed at the time was 60-70 mg/dl, however the reporter believed the actual bg value was lower because the patient had a seizure. No treatment details were provided. Although requested, only limited details were available at the time of the report on (B)(6) 2026, and follow-up attempts to obtain event details was unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.